Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection found no defects. The evaluation found no fault, the device functioned as intended. We have been unable to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console displays the message "full canister" when the canister is not full. No harm or injury reported.